Manufacturer narrative:
Na.

Event description:
The customer stated that they received inaccurate results for one patient sample tested for multiple assays on a c501 analyzer. Of the mentioned assays, the patient sample had erroneous results that were reported outside of the laboratory and are reportable as a malfunction for ion selective electrode (ise) potassium, ise chloride, total protein gen. 2 (tp), and calcium gen. 2 (ca). The sample initially resulted as 4.10 mmol/l for ise potassium, 82.3 mmol/l for ise chloride, 5.8 g/dl for tp, and 7.8 mg/dl for ca. These initial values were reported outside of the laboratory. The doctor questioned the ise sodium result from the sample, so he had the patient come back for re-collection. A new sample was collected from the patient, resulting as 4.6 mmol/l for ise potassium, 95.5 mmol/l for ise chloride, and 9.5 mg/dl for ca on (B)(6) 2016. The original sample was then pulled and repeated on a different cobas 6000 analyzer, resulting as 4.8 mmol/l for ise potassium, 96.6 mmol/l for ise chloride, 6.9 g/dl for tp, and 9.7 mg/dl for ca. The repeat results matched closely with the results from the new collected sample and were deemed to be correct. The patient was not adversely affected. The ise potassium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The tp and ca reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that the rinse tubing had pin holes causing rinse levels to be inaccurate. He also found that a sample syringe set screw was loose. A detergent tubing was found to be clogged and another detergent tubing needed to be replaced. He replaced the rinse tubing and adjusted rinse levels to correct levels. He tightened the sample syringe set screw and replaced both detergent tubings. As a precautionary measure, he replaced a set of valves since the amount of water being dispensed after an air purge was close to the minimum level. He performed check tests and these passed.